Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was damaged and the reservoir would not lock into place. Blood glucose level at the time of the incident was not provided. Customer stated that a piece was missing from the reservoir compartment. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump had minor scratches on the lcd window, a cracked case near the display window corners, cracked battery tube threads, a broken reservoir tube lip, a cracked reservoir tube and a cracked lcd window. The pump was received without a transmitter, therefore, unable to verify transmitter. The pump was received with a broken off reservoir tube lip. The reservoir was unable to lock in place due to a completely broken off reservoir tube lip. The pump had a missing reservoir tube o-ring.